Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first dilatation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.